Event description:
It was reported that(1) device was used during an anterior resection. It was reported by the affiliate that the tl60 was being used to staple the bowel/rectum. It was used in the correct way, except that when the instrument was fired, there were no staples in the instrument. Another instrument was used to complete the case. There was no consequence to the pt.